Event description:
Reporter alleged obtaining a result of 428 mg/dl on aviva system 1 compared back to back with the result of 181 mg/dl, 193 mg/dl, and 229 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that he took his normal 50 units of lantus. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2010, the lay user/ patient's wife contacted lifescan (lfs) alleging the patient's onetouch ultramini meter was not working. The medical surveillance specialist (mss) spoke with the patient on october 26, 2010 and obtained the following information. The patient advised the mss he tests his blood glucose in the morning and afternoon before his meals. The patient manages his diabetes with novolin insulin (25 units 2x a day). On the morning of (B)(6) 2010, the patient stated his onetouch ultramini meter continued to display a "hi mg/dl" (above 600 mg/dl) message. The patient continued to take his usual dose of medication. About 3-4 hours after the alleged issue, the patient claimed he felt symptoms of exhausted, sweaty and hot. The patient's wife immediately contacted emergency medical services (ems) because they were unsure of what was happening with his blood glucose. The patient was tested on the ems meter, but did not recall the result. The patient stated ems administered a glucagon injection to help him feel better. At the time of troubleshooting, the mss tried to explain the features of the subject meter. The customer care advocate (cca) sent replacement products to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began which required treatment from a health care professional (hcp).